Event description:
The patient had been hemorraging from an avm in 2003 and has had a history of a mild cerebellar ataxia before. The approached procedure was lt-va. The artery was tortuous and thin blood vessel. The inside of the spinnaker elite flow directed catheter 1.5 f-l was fully filled with 5% glucose, and 40% nbca was poured in after. The device fractured 15-cm away from the tip. The nbca strayed to the lt-va. An urgent angio of the lt-va was performed. The image did not reflect from v4 to periphery. The procedure was discontinued. After the procedure the nbca was in the patient's body at the lt-pica. No information was provided about the condition of the patient. The manufacturer requested information on the patient's condition.